Event description:
It was reported that the patient deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was ventricular tachycardia and cardiogenic shock.

Manufacturer narrative:
The reported event was ¿patient death due to ventricular tachycardia and cardiogenic shock.¿ as received, only the connector portion of the lead was returned in one piece. Visual examination of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Unable to measure s-curve due to the condition of the lead as received.